Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (anatomy related; moderate tortuosity with two angulation of 45 degree); incorrect technique/procedure (user related; not follow the IFU for removal).conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; moderate tortuosity with two angulation of 45 degree); user error contributed to event (user related; not follow the IFU for removal).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as there was moderate tortuosity with two angulation of 45 degree (s shape). The stent graft was implanted however upon removal the physician pulled the delivery system back and caught the spindle on the suprarenal strut. The physician did not follow the IFU for removal; the physician did not rotate the delivery catheter prior to pulling the delivery catheter back. The one suprarenal strut was pulled down and it remained down. The physician attempted with a reliant balloon to revert the suprarenal strut but this was not successfully and it remained inverted. There were no endoleaks or other issues. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.